Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom includes redness at the site. The patient was admitted in the hospital and was treated with antibiotics. The physician did not believe that the infection was device related but was because of the patient's non-compliance. The patient underwent a procedure wherein the ipg and extensions were explanted.